Event description:
It was reported that a pump alarm occurred during operation, identified as alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to ensure continuous insulin delivery and was instructed by technical support to return the problematic pump for replacement, following the correct procedures for storage and shipping.